Event description:
It was reported that the guidewire (subject device) was used in the silicon flow model for testing. However, the hypo tube of the subject device got broken during use. The guidewire remained intact and did not separate into parts. No additional information available.